Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The cable assembly was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 4, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system had footswitch problems. Timing of event is unknown. Patient impact is unknown. Additional information has been requested but none has been received.